Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported she was hospitalized due to high blood glucose. The customer noticed she was high at the dentist office; she did not have her bottle of insulin with her and ended up in the hospital. The doctor advised customer that there was a site failure. Her endocrinologist stated she was not absorbing the insulin properly. The customer was wearing the insulin pump at the time of hospitalization. They advised her to contact her doctor and change site. The customer's blood glucose was 600mg/dl.